Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the incident started late last week when the insulin went bad. The customer stated that she had changed the set 3 times. The customer stated that she had experienced symptoms such as dry mouth and confusion. The customer was treated for the high blood glucose readings with manual injection. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unable to troubleshoot because she did not have the tubing clamp with her. The customer will be sent a tubing clamp.